Manufacturer narrative:
Date sent to the FDA: 08/04/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-12072021-0000997092 submitted for adverse event which occurred on (B)(6) 2015. Mwr-12072021-0000997093 submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery, lysis of adhesions and recurrent hernia repair surgery on (B)(6) 2015 during which the surgeon noted the distended proximal bowel, which was noted to be eviscerated. This was traced down to the transition point of the two loops of bowel adherent to the mesh graft. Part of the mesh graft was subsequently divided to permit release of this segment of bowel and adhesions to the mesh graft was carefully taken down with scissors. With the adherent loops of bowel released from the mesh graft, adhesions within loops of bowel were again divided. The mesh was dissected off of the posterior wall and removed. It was reported that the patient underwent lysis of adhesions and enterostomy for small bowel compression on (B)(6) 2015. It was reported that the patient experienced severe pain, bulging, inflammation, stress and anxiety. No additional information was provided.